Event description:
It was reported to baxter (B)(4) that the reservoir of one (1) ce intermate sv200 device had ruptured during filling. The device was filled with antibiotherapy. There is no patient involvement. No additional information is available. This is report 3 of 9 with the same reported problem from this facility.

Manufacturer narrative:
(B)(4). The analysis found that one device was returned in good visual condition and with a cartridge reload loaded on the device. The reload had been fired (no staples present).the device was tested for functionality with a test cartridge reload and also on double thickness of yellow packing material, without any difficulties. Both test staple lines and cut line were complete and the staples were noted to have the proper shape. The event described could not be confirmed as the device performed without any difficulties noted. Batch history review has been completed with no anomalies reported.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. (B)(4)

Event description:
It was reported that during an open right colectomy procedure, the first firing on the colon three staples did not form, the legs of the staples were straight. Another device was used to complete the procedure. No adverse consequences reported.